Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) investigated the customer's complaint with the balloon not inflating". Fse could not reproduce the customer's issue. Found no problem with the operation of the device. With further reviewing the log fault codes and found fault code 58(temperature below minimum ambient) had occurred 4 times prior before testing the device and it had occurred 1 time during fse testing. Replaced front end pcb and calibrated. Functional tested without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) needs repair, the balloon was not inflating. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11: a getinge field service engineer (fse) investigated the customer's complaint with the balloon not inflating". Fse could not reproduce the customer's issue. Found no problem with the operation of the device. With further reviewing the log fault codes and found fault code 58(temperature below minimum ambient) had occurred 4 times prior before testing the device and it had occurred 1 time during fse testing. Replaced front end pcb and calibrated. Functional tested without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part spv with a reported unit failure of balloon not inflating, code 58 in fault log. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed partvpcb, front end spv in the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. When the cardiosave booted up and completed its self ¿test, the fat dept. Observed code #12 on the display, along with an audible alarm. The board failed testing. Sending the board to the supplier per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, failure analysis received from the supplier for pn. Please see attachment. They stated:fct: fail tst_diver_xduver, load software suspected: u93 fail probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs repair, the balloon was not inflating. There was no patient harm reported.